Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 412 mg/dl at the time of incident. Customer stated that the insulin pump buttons stopped working and unresponsive while trying to deliver a bolus. Customer stated that she went to a mountain and the insulin pump was exposed to a change in altitude. Customer also reported to have experienced a high blood glucose of 412 mg/dl and treated with manual injection. The customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with no select, up and down arrow button response due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response. No moisture damage found on the motor or force sensor during visual inspection. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.